Event description:
It was reported from the "retrospective and prospective chart review and analysis of endoscopic treatment of biliary stents" that following a biliary stenting treatment procedure, stent migration occurred. The initial procedure was indicated due to a benign bile leak. A rx ws permalume 10 x 60 stent was implanted across the ampulla to treat the bile leak. Approximately three months later, during a scheduled stricture revision procedure, stent migration was discovered. The previously implanted stent was removed with balloon dilation with an unspecified balloon and the use of rat tooth forceps. There were no patient complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.